Event description:
Patient has severe hemophilia and receives factor infusions at home. Patient's mother accesses the port and administers product. Recently, the patient's mother accessed his port and had difficulty infusing the product. The home health company was called. The rn came to the home and had difficulty with the port flushing after it was reaccessed. A dye study was performed which showed that the needle had pierced the posterior side of the port. The current port will need to be surgically removed and a new port inserted. Patient will require increased factor and hospitalization following a new port placement.